Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of "lo", 175 mg/dl, 210 mg/dl and 191 mg/dl within 10 mins. A "lo" message indicates a reading less than 20 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.